Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Event description:
It was reported that the right atrial (ra) lead would not capture in unipolar or bipolar. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# 4968-25 the lead was returned, analyzed and no anomalies were found.